Manufacturer narrative:
(B)(4). Has been initiated for this issue. Model tdx5-ps, serial number/date (B)(4) is approximately 5 years old. The owner's manual part number 1143190 rev c (feb-2007) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is stated by the dealer, right & left motors replaced on (B)(4) 2011; right motor replaced on (B)(4) 2012 and right motor replaced on (B)(4) 2012. The dealer called stating that the consumer was using a ramp when the right motor locked up, the chair allegedly spun causing the consumer to allegedly run into the banister staircase. The consumer allegedly got his knees caught in the banister. The dealer is unaware if the consumer received medical attention. The chair was repaired on (B)(4) 2012 and is in working order at this time and has been returned to the consumer. A RMA has been issued and the motor should be returned to invacare for an inspection and evaluation. .

Event description:
Customer allegedly using a ramp and the right motor locked up; the motor is popping really bad. Replacement (B)(4). Minor injury alleged.